Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that there was a black spot on onetouch ultrasmart meter. The customer care advocate (cca) contacted the patient on (B)(4) with follow up questions from the medical surveillance specialist and obtained the following information. The patient was unsure when the product issue began. The patient stated that they were unable to clearly read the screen on the subject meter due to the alleged issue. The patient manages their diabetes with metformin and reported continuing to take their usual dose in response to the alleged issue. The patient reported developing symptoms of ¿dizzy and excessive urination¿ two months later. The patient reported testing their blood glucose and may have obtained a reading of ¿235mg/dl¿, the patient was unsure due to the reported black dots on the screen. The patient reported visiting their doctor¿s office where they received treatment of ¿trulicity¿. The patient stated that this was part of their usual diabetes prescription. The patient denied testing their blood glucose on any other device. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.